Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests were not performed due to motor error alarm. The device had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was currently at her doctor's office receiving treatment due to an overdose of insulin. Customer reported that the insulin pump was recently exposed to a high magnetic field and returned a motor error alarm. Blood glucose level was 220 mg/dl at the time of the call. No further information was provided.